Event description:
The customer reported that the heartstart xl was delayed and displayed a no shock message. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.